Event description:
Caller states the pt tested 1.6 inr on the coaguchek xs system, and 3.6 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.